Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) five days post implant of an implantable cardioverter defibrillator (ICD) complaining of chest pain. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead displayed increasing threshold. Follow up was completed and it was verified with the company field representative that an interrogation was completed and the lead thresholds are stable with no reprogramming completed at this time. Rep indicated that the reported symptom of chest pain was not related to the implant but related to other patient ailments. The lead remains in use. No patient complications have been reported as a result of this event.